Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) patient returns from endoscopy after nasogastric probe placement, PICC device with film wet, presenting resistance and with a leakage of saline solution in insertion site. The physician has been made aware. The PICC catheter was removed, and it was noted it has a hole in insertion - rupture of catheter's lumen. On march 6 another PICC catheter was placed. No other information was provided.